Event description:
A (B)(6) male patient's niece contacted zoll customer support to report that the patient's charger was not working properly and would not charge the batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not charging the batteries) has been confirmed. Upon investigation there was thermal damage to the battery board. The cause of the inability to charge the batteries is the thermal damage to the battery board. The root cause for the thermal damage was ingress of an unknown liquid. No adverse event resulted from the contaminated charger/modem. The last patient to use this charger/modem did not report any deficiencies.